Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a patient was receiving potassium, dosage not provided as a secondary at 75ml/hr. The entire unspecified amount infused in 15-30 minutes and the volume infused read 45ml. The clinician in attendance stated that there was a crack in the safety clamp that is suspected to have caused a free flow event. There were no labs drawn or patient harm reported. Although requested, additional event information is not available.

Manufacturer narrative:
The customer¿s report of a free flow event was not confirmed. The customer reported suspicion that the cracked ¿safety clamp¿ (sear) caused a free flow event. The function of the sear is to engage the safety clamp (part of the administration set) when the pump module door is opened; the sear plays no part in regulating the flow while the pump module is infusing. Review of the pcu event log revealed no programming errors and no opportunity, during the reported event time, for a free flow event to have occurred due to the safety clamp not engaging. Visual inspection showed that the left hinge of the sear was cracked, causing the sear to angle towards the right. No other damage was noted. Functionality of the sear was verified by loading various new and used sets into the pump module and repeatedly opening and closing the door. The safety clamp closed properly each time the door was opened. In addition, the pump module successfully passed ¿door ajar- safety clamp sensors¿ testing. Testing verified that the pump module infusion rate is within specifications. The root cause of a possible free flow event was not determined. The event administration set was not returned for analysis.